Event description:
Gyrusacmi was informed that during a surgical procedure, when the user tried to retract the kidney, the root of the jaw fractured. The user replaced it with a new device, but the new one also fractured when he tried to take the same action. No pt injury was reported (see medwatch #2183680-2012-00035 for second device).

Manufacturer narrative:
During the investigation the dissector was found with a fractured hub. The fracture site was under the heat shrink which covers the shaft of the device along with the proximal end of the hub up to the pivot rivet. Removed the heat shrink from the device to expose the fractured site, the hub broke in half at the thin to thick transition point of the hub, just to the rear of the pivot rivet. When the two pieces have been placed back together, all parts are accounted for. These types of fractures have associated with excessive force or torque being applied to the device by the user. We will monitor the complaint data base for further occurrences.